Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station cubie pocket was not opening. The customer support specialist assisted the customer in removing the faulty cubie using tester software. However, the cubie still appeared in the system, so a destock label was sent to remove the assigned medication from the software. The technical support specialist advised contacting the pharmacy so they could send a replacement. The system functioned as intended after the customer support specialist and technical support specialist investigated the issue.

Event description:
It was reported when using the bd pyxis¿ medbank mini, cubie pocket was not opening. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.